Event description:
A customer contacted beckman coulter hotline regarding an elevated troponin (accu tnl) result from a single pt was generated by the unicel dxl 800 access instrument. The customer indicated that accu tnl result was 4.16ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tnl and the result was 0.00ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.